Manufacturer narrative:
D10 concomitant products: 80xltin, 80xltin 8.0mm xlt trach inner cannula (lot#202309477x); 80xltin, 80xltin 8.0mm xlt trach inner cannula (lot#202309477x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the inner cannula was unable to fit into the tracheostomy tube, and it was found to be kinked. Tried another inner cannula, and it was also kinked. Was able to finally get an inner cannula to fit in the tracheostomy tube after the second cannula. It was also mentioned that the cuff did not hold air. Replacement of the tube was done.